Event description:
Medtronic received information regarding a thermal therapy system being used during a procedure. It was reported that four sets of tubing experienced a pinhole leak during the procedure. It was reported that the leak required stopping the magnetic resonance imaging (MRI) on each occurrences, acquiring a new table and continuing. Additionally it was noted that 5 lasers were chained together. There was no reported impact on patient outcome. Additional information was received stating that the reported issue occurred during a soft tissue neuro ablation. There was a 10-15 min delay given that they had to physically move the patient onto another MRI table. There was no reported impact to the patient.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735560. Patient information is not available. The tubing was returned for product analysis. The representative connected the male luers to each other with a female-female luer adapter, inserted the spike drip chamber into a saline bag, and inserted the pump tubing section into a pump. I turned the pump on and confirmed that the water flowed through the tubing set and exited as expected after the in-line drip chamber. No leaks were detected anywhere along the tubing set. I then plugged the line to prevent water from exiting the in-line drip chamber and to build up pressure in the line. The nipple on the distal end of the in-line drip chamber broke off and then water flowed out of the chamber. The tubing set may have leaked at the distal end of the in-line drip chamber during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.